Event description:
It was reported that a pump malfunction occurred with the code 16-0x20e6. The impact on the customer¿s blood glucose level was unknown as no information was provided. The customer had reset the pump but was informed that a pump replacement was necessary. Customer declined to provide backup method of insulin therapy.